Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis. The iesu energized and cauterized and all ports recognized instruments. M-02 error was not replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the m-02 error occurred. The erbe generator would not recognize the ground pad. The customer site found a covidien activation cable to use with a covidien generator. The customer used the covidien generator for monopolar energy and proceeded with the case. There were no reports of patient injury. Procedure was completed as planned.